Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the screen of the liberty select cycler can barely be seen. The patient rebooted the cycler but the screen remained very dim at the ready screen. It was confirmed that the screen blanking feature was off and the display brightness was set to 10. The patient rebooted the cycler during the call with technical support and the issue persisted. The patient was advised to discontinue use of the cycler and a replacement was issued. The patient was advised to inform the peritoneal dialysis registered nurse (pdrn) of the issue and cycler replacement. It was confirmed that an alternate form of treatment was available. The patient also stated they would continue to use the cycler until the replacement arrives. There was no patient involvement at the time of the reported event. Upon follow-up the patient confirmed that treatment was completed on the night of the event without experiencing a serious injury, adverse event, or requiring medical intervention. The cycler was returned to the manufacturer and a replacement cycler was received and working as expected. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional check for display brightness was performed and failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was temporarily installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.